Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day could not put any weight on her left knee, could walk a little bit but still had to drag the left leg, could not stay asleep due to the pain, had left knee pain, left knee swelling and drained fluid out of her left knee after 11 days the fluid was not clear and had a color to it. Also, device malfunction was identified for the reported lot number. No past drug was provided. Patient with a history of surgery in (B)(6) 2017 to repair a left knee meniscus tare, multiple time her left knee was drained of fluid after the knee surgery, dmii (type ii diabetes mellitus), high blood pressure, knee was swollen prior to the synvisc-one injection. Patient said she already was taking diclofenac 1 to 2 tablets tid (three time a day) since (B)(6) 2017. Patient had breast surgery prior and taking a pill (patient does not know the name of the pill) since (B)(6) 2017 to prevent the breast cancer from coming back. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient said she got on the table and laid down, they disinfected the area, she said the physician felt around the left knee area and gave an unknown numbing medication into the skin. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiry date: not reported) into her left knee to act as a cushioning substance in her knee. On the same day after receiving synvisc one injection patient said when she got off the table after the injection she could not put any weight on her left knee. Patient said her was like it was locking up. Patient said when she got home, she could walk a little bit but still had to drag the left leg. Patient said the pain and the knee locking up started when they did the synvisc-one injection. It was stated that the knee was swollen prior to the synvisc-one injection but afterward it was swollen half the size of her right knee. Patient said her left knee had some puff out on each side of the knee. Patient said the physician told her to ice and elevate her left knee. Patient physician told her to keep taking it for the pain and inflammation. Patient said, on (B)(6) 2017, she was prescribed tramadol hydrochloride as needed to treat the pain. Patient said the left knee hurt everyday and night. Patient said she could not stay asleep due to the pain. Patient said she would normally get up at 1:00 am to go to the bathroom and she could not go back to sleep. Patient said on friday ((B)(6) 2017), patient went back to the physician had he drained fluid out of her left knee. Patient said the fluid was not clear and had a color to it. Patient said the physician prescribed sulfamethoxazole/trimethoprim (bactrim ds) one tablet orally bid (two times a day) for ten days and she started on it on saturday ((B)(6) 2017). Patient said, on (B)(6) 2017, was the first time she slept all night. She said, on (B)(6) 2017, her left knee was not quite as swollen and her pain was going away. Patient on a scale of 1 to 10 and 10 being the worse pain her pain was a 10. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient had no fever, but the left knee was hot to the touch all the time. No blood work was done. Culture was done and it did not show anything special in it. Patient was well nourished and had good hygiene. Corrective treatment: not reported for device malfunction; ice and elevate for could not put any weight on her left knee, could walk a little bit but still had to drag the left leg, left knee pain, left knee swelling; sulfamethoxazole/ trimethoprim (bactrim ds) for drained fluid out of her left knee; diclofenac sodium (diclofenac) and tramadol hydrochloride (tramadol) for left knee pain; use a walker and a cane to walk around for could walk a little bit but still had to drag the left leg. Outcome: recovering for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi follow-up company comment dated 27-dec-2017: this case concerns a female patient who received synvisc one injection and later had right knee pain and right knee swelling, knee effusion, difficulty walking and weight bearing difficulty. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Manufacturer narrative:
Evaluation summary investigation overview: global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Investigation site conclusion: rid: pre-adverse event investigation complete: y. Date completed: (B)(6)2017.

Event description:
Device malfunction [device malfunction]. End stage osteoarthritis [osteoarthritis aggravated]. Infection [joint infection] ([knee pain], [swelling of l knee], [knee effusion], [condition aggravated]). Could not put any weight on her left knee/ unable to support weight [weight bearing difficulty]. Could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating [difficulty in walking]. Lost the ability to do anything event taking care of herself [activities of daily living impaired]. Could not stay asleep due to the pain' [poor quality sleep]. The fluid was not clear and had a color to it [synovial fluid analysis abnormal]. Knee wound [wound]. Injection she received on 2017 was part of a batch that has been recalled by FDA for contamination. Reporter says the MFR of this device (injection) owes her for the misery and discomfort that she has and continues to live with. Reporter reported that, she had lost the ability to do anything even taking care of herself (on an unknown date in 2017, after unknown latency). On (B)(6)2018, in the healthcare facility, she was observed with medial compartment tenderness, lateral mild tenderness. It was stated that knee was painful because of osteoarthritis and not from the knee arthroscopy for meniscectomy. On (B)(6)2018, patient underwent lab analysis and it was observed that bacteria was in urine, chloride was 94 mmol/l (high), creatinine was 1.20 mg/dl (high), glucose was 207 mg/dl (high), gfr was 44 ml/min/1.73, hemoglobin was 7.4 %, platelet count was 415 (high), on (B)(6)2018, during medical examination, it was observed that after her knee began swelling and she had to go every month for aspiration. She also stated that there were bone chips in the knee. On (B)(6)2018, glucose was 200 mg/dl (high). On (B)(6)2018, patient was admitted for knee arthroscopy for end stage osteoarthritis and got hospitalized on the same day, after the satisfactory induction of general endotracheal anesthesia and the infiltration of IV antibiotics within one hour of incision time and the instillation of tranexamic acid 1 gm IV, the surgical lower extremity was thoroughly cleansed with alcohol and a towel, and then prepped and draped in usual fashion. The led was exsanguinated and tourniquet was elevated at 250mmhg where it was kept throughout the case. A midline incision was made, generally from about two fingers above the patella down to the tibial tubercle at about three fingers below the patella, carried down through subcutaneous tissues to the extensor mechanism where a median parapatellar arthrotomy was performed. Synovectomy was performed in the suprapatellar pouch where needed, a portion of the fat pad was removed, and a lateral patella-femoral ligament was released in the lateral gutter. The patella thickness was measured, and the patella was cut with an inset reamer sized and rasped smoothed. The composite patella/implant construct was the same or slightly thinner than the pre-cut measurement. The patella was protected with a special retractor and the knee was flexed up. Meniscal debris additional. Bone debris and posterior osteophytes were removed and the flexion and extension gaps noted to be equal after final soft tissue balancing. Trial components were placed with appropriate thickness spacer. It was observed that the knee had anatomic alignment, full range of motion, excellent stability throughout the range and centralized patellar tracking with trial components in place. Patient was instructed to bear full weight with walker, transitioning to cane as strength and stability allowed. She was also told to bend knees got somewhat harder with time due to the swelling and the natural scar that formed and so work hard to push past the discomfort. She was instructed to use ace wraps to the knee to help support the knee and decrease swelling. On (B)(6)2018, glucose was 274 mg/dl (high) at 05:58 hrs and at 10:05 hrs it was 220 mg/dl, hemoglobin was 11.8 g/dl (low). On (B)(6)2018, when patient was examined, it was observed that she almost fell but did not hit the knee. The knee did flex deeply and she had pain which resolved. On (B)(6)2018, patient came back for examination and it was observed that she had left medial tibial plateau stress fracture per CT scan. Her knee wound was homeostatic. On the unknown date of (B)(6)2018, she went for arthrocentesis and the color was not clear. Corrective treatment: sulfamethoxazole/trimethoprim (bactrim) for infection; not reported for lost the ability to do anything event taking care of herself, device malfunction; ice and elevate for could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg, left knee pain; sulfamethoxazole/trimethoprim (bactrim ds) and steroid shot for drained fluid out of her left knee/ fluid accumulation and extraction; diclofenac sodium (diclofenac) and tramadol hydrochloride (tramadol), cataflam, ultram for left knee pain; use a walker and a cane to walk around for could walk a little bit but still had to drag the left leg; ice and elevate, steroid shots, cataflam, ultram for left knee swelling. Outcome: unknown for infection, lost the ability to do anything event taking care of herself; recovering for rest all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating intervention required and medically significant for infection, device malfunction; hospitalization for end stage osteoarthritis. Follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from non-health care professional. The report source type updated from spontaneous to spontaneous from health authority (FDA: mw5074689). Event device malfunction seriousness criteria updated from: important medical event to required intervention. Event verbatim updated from: could not put any weight on her left knee to could not put any weight on her left knee/ unable to support weight. Additional events of lost the ability to do anything event taking care of herself and infection were added with details. Event verbatim updated from: drained fluid out of her left knee to drained fluid out of her left knee/ fluid accumulation and extraction; updated as serious event and corrective treatment updated. Event left knee swelling updated as serious event and corrective treatment updated. Clinical course was updated. Text amended accordingly. Additional information received on 02-oct-2018 from lawyer. Medical history of sinus problems added. Surgical history of hysterectomy, rectocele added. Family history of dementia added. Concomitant medication of omeprazole (prilosec [omeprazole]); metformin (metformin); amlodipine (amlodipine); glucosamine (glucosamine); anastrozole (anastrozole); latanoprost (latanoprost); calcium carbonate (tums [calcium carbonate]); and cucurbita pepo seed, glycine max (azo bladder control with go less) added. Event of increased pain added as symptom of left knee pain and corrective of ultram and cataflam added. Verbatim updated for could walk a little bit but still had to drag the left leg to could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating. Clinical course was updated. Text amended accordingly. Additional information received on 02-oct-2018 from lawyer. Medical history of sinus problems added. Surgical history of hysterectomy, rectocele added. Family history of dementia added. Concomitant medication of omeprazole (prilosec [omeprazole]); metformin (metformin); amlodipine (amlodipine); glucosamine (glucosamine); anastrozole (anastrozole); latanoprost (latanoprost); calcium carbonate (tums [calcium carbonate]); and cucurbita pepo seed, glycine max (azo bladder control with go less) added. Event of increased pain added as symptom of left knee pain and corrective of ultram and cataflam added. Verbatim updated for could walk a little bit but still had to drag the left leg to could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating. Clinical course was updated. Text amended accordingly. Additional information was received on 20-feb-2019 from lawyer. Events of knee wound, fracture of upper end of left tibia, fell and end stage osteoarthritis were added. Corrective treatment of aspirin, dilaudid and toradol was added. Concomitant medications of hydrodiuril and colace were added. Medical history of drug allergy left knee arthroscopy, hypertension, cancer and diabetes mellitus were added. Medical history of vaccine of hepatitis b, hepatitis a, mmr, dtap, tdap and td vaccine, varicella vaccine and influenza vaccine were added. Verbatim of left knee pain was updated to left knee pain/ medial compartment tenderness. Events of left knee swelling, drained fluid out of her left knee/ fluid accumulation and extraction/knee was aspirated, left knee pain/ medial compartment and device malfunction were made symptom to infection. Lab reports were added. Clinical course updated. Text amended accordingly.

Event description:
Device malfunction [device malfunction] end stage osteoarthritis [osteoarthritis aggravated] infection [joint infection] ([swelling of l knee], [knee effusion], [knee pain], [condition aggravated]) could not put any weight on her left knee/ unable to support weight [weight bearing difficulty] could walk a little bit but still had to drag the left leg/diifucult to get around/diifuclty ambulating [difficulty in walking] lost the ability to do anything event taking care of herself [activities of daily living impaired] could not stay asleep due to the pain' [poor quality sleep] the fluid was not clear and had a color to it [synovial fluid analysis abnormal] knee wound [wound] fracture of upper end of left tibia [tibia fracture] fell [fall]. Case narrative: based on additional information received on 27-feb-2018, report source type updated from spontaneous to spontaneous from health authority (FDA). This unsolicited legal case from united states was received on (B)(6)2017 from a patient. This case concerns a 75 year old female patient who received treatment with synvisc one and on the same day could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating, could not stay asleep due to the pain, after 11 days the fluid was not clear and had a color to it, lost the ability to do anything event taking care of herself (after unknown latency) , infection, knee wound, fracture of upper end of left tibia, fell and end stage osteoarthritis (after unknown latency). Also, device malfunction was identified for the reported lot number. No past drug was provided. Patient had history of vaccine of hepatitis b, hepatitis a, mmr, dtap, tdap and td vaccine, varicella vaccine and influenza vaccine. Patient with a history of surgery in 1(B)(6)-2017 to repair a left knee meniscus tear of left knee with partial medical and lateral meniscectomies and deb mfc, multiple time her left knee was drained of fluid after the knee surgery, hysterectomy, sinus problems, rectocele, dmii (type ii diabetes mellitus), high blood pressure, hypertension, cancer, knee was swollen prior to the synvisc-one injection, had left knee arthroscopy. Patient said she already was taking diclofenac 1 to 2 tablets tid (three time a day) since (B)(6)2017, omeprazole (prilosec [omeprazole]); metformin hydrochloride (glucophage); amlodipine besilate (norvasc); glucosamine (glucosamine); anastrozole (armidex); latanoprost (xalatan); calcium carbonate (tums [calcium carbonate]); cucurbita pepo seed; hydrochlorothiazide (hydrodiuril); glycine max (azo bladder control with go less), vitamin c (ascorbic acid), potassium gluconate (potassium gluconate), losartan potassium (cozaar). Patient had breast surgery prior and taking a pill (patient does not know the name of the pill) since (B)(6)2017 to prevent the breast cancer from coming back. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient said she got on the table and laid down, they disinfected the area, she said the physician felt around the left knee area and gave an unknown numbing medication into the skin. On (B)(6)2017, the patient-initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiry date: not reported) into her left knee to act as a cushioning substance in her knee. On the same day after receiving synvisc one injection patient said when she got off the table after the injection, she could not put any weight on her left knee. Patient said her was like it was locking up. Patient said when she got home, she could walk a little bit but still had to drag the left leg. Patient said the pain and the knee locking up started when they did the synvisc-one injection. It was stated that the knee was swollen prior to the synvisc-one injection but afterward it was swollen half the size of her right knee. Patient said her left knee had some puff out on each side of the knee. Patient said the physician told her to ice and elevate her left knee. Patient physician told her to keep taking it for the pain and inflammation. On (B)(6)2017, patient reported with increased pain, swelling and complained it was difficult to get around. She was taking cataflam and was prescribed ultram for the pain and swelling. On (B)(6)2017, patient reported to the clinic again and complained of continued pain and swelling. Patient said, on (B)(6)2017, she was prescribed tramadol hydrochloride as needed to treat the pain. Patient said the left knee hurt everyday and night. Patient said she could not stay asleep due to the pain. Patient said she would normally get up at 1:00 am to go to the bathroom and she could not go back to sleep. Patient said on friday ((B)(6)2017), patient went back to the physician had he drained fluid out of her left knee. Patient said the fluid was not clear and had a color to it. Lab test results were performed the same day and revealed few wbc in the synovial fluid and fluid was cloudy. Patient said the physician prescribed sulfamethoxazole/trimethoprim (bactrim ds) one tablet orally bid (two times a day) for ten days and she started on it on saturday ((B)(6)2017). Patient said, on (B)(6)2017, was the first time she slept all night. She said, on (B)(6)2017, her left knee was not quite as swollen and her pain was going away, she stated that she still had swelling and difficulty ambulating. The lab culture results came out normal and no growth was noticed. Patient on a scale of 1 to 10 and 10 being the worse pain her pain was a 10. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient had no fever, but the left knee was hot to the touch all the time. No blood work was done. Culture was done and it did not show anything special in it. On (B)(6)2018, patient reported to the clinic again and stated that her pain and swelling were improving. Patient was well nourished and had good hygiene. It was reported that, patient had surgery back for a torn meniscus which led to fluid accumulation and swelling. Patient said she had fluid extraction thrice and two steroid shots. On an unknown date in 2017, the doctor placed cushion (injection) due to pain and fluid accumulation. According to patient, upon stepping off of the table after receiving the injection, she stumbled, and her knees were unable to support her weight. The patient was decided to visit her doctor due to persistent pain. During that visit, another fluid extraction was done. It was reported that, she was then placed on antibiotic sulfamethoxazole/trimethoprim (bactrim) due to infection (on an unknown date in 2017, after unknown latency). Then on tuesday of 2017, reporter reported that she was contacted by the doctor nurse who informed her that the injection she received on 2017 was part of a batch that has been recalled by FDA for contamination. Reporter says the MFR of this device (injection) owes her for the misery and discomfort that she has and continues to live with. Reporter reported that, she had lost the ability to do anything even taking care of herself (on an unknown date in 2017, after unknown latency). On (B)(6)2018, in the healthcare facility, she was observed with medial compartment tenderness, lateral mild tenderness. It was stated that knee was painful because of osteoarthritis and not from the knee arthroscopy for meniscectomy. On (B)(6)2018, patient underwent lab analysis and it was observed that bacteria was in urine, chloride was 94 mmol/l (high), creatinine was 1.20 mg/dl (high), glucose was 207 mg/dl (high), gfr was 44 ml/min/1.73, hemoglobin was 7.4 %, platelet count was 415 (high), on (B)(6)2018, during medical examination, it was observed that after her knee began swelling and she had to go every month for aspiration. She also stated that there were bone chips in the knee. On (B)(6)2018, glucose was 200 mg/dl (high). On (B)(6)2018, patient was admitted for knee arthroscopy for end stage osteoarthritis and got hospitalized on the same day, after the satisfactory induction of general endotracheal anesthesia and the infiltration of IV antibiotics within one hour of incision time and the instillation of tranexamic acid 1 gm IV, the surgical lower extremity was thoroughly cleansed with alcohol and a towel, and then prepped and draped in usual fashion. The led was exsanguinated and tourniquet was elevated at 250mmhg where it was kept throughout the case. A midline incision was made, generally from about two fingers above the patella down to the tibial tubercle at about three fingers below the patella, carried down through subcutaneous tissues to the extensor mechanism where a median parapatellaor arthrotomy was performed. Synovectomy was performed in the suprapatellar pouch where needed, a portion of the fat pad was removed, and a lateral patella-femoral ligament was released in the lateral gutter. The patella thickness was measured, and the patella was cut with an inset reamer sized and rasped smoothed. The composite patella/implant construct was the same or slightly thinner than the pre-cut measurement. The patella was protected with a special retractor and the knee was flexed up. Meniscal debris additional. Bone debris and posterior ostophytes were removed and the flexion and extension gaps noted to be equal after final soft tissue balancing. Trial components were placed with appropriate thickness spacer. It was observed that the knee had anatomic alignment, full range of motion, excellent stability throughout the range and centralized patellar tracking with trial components in place. Patient was instructed to bear full weight with walker, transitioning to cane as strength and stability allowed. She was also told to bend knees got somewhat harder with time due to the swelling and the natural scar that formed and so work hard to push past the discomfort. She was instructed to use ace wraps to the knee to help support the knee and decrease swelling. On (B)(6)2018, glucose was 274 mg/dl (high) at 05:58 hrs and at 10:05 hrs it was 220 mg/dl, hemoglobin was 11.8 g/dl (low). On (B)(6)2018, when patient was examined, it was observed that she almost fell but did not hit the knee. The knee did flex deeply and she had pain which resolved. On (B)(6)2018, patient came back for examination and it was observed that she had left medial tibial plateau stress fracture per CT scan. Her knee wound was homeostatic. On the unknown date of (B)(6)2018, she went for arthrocentesis and the color was not clear. Corrective treatment: sulfamethoxazole/trimethoprim (bactrim) for infection; not reported for lost the ability to do anything event taking care of herself, device malfunction; ice and elevate for could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg, left knee pain; sulfamethoxazole/trimethoprim (bactrim ds) and steroid shot for drained fluid out of her left knee/ fluid accumulation and extraction; diclofenac sodium (diclofenac) and tramadol hydrochloride (tramadol), cataflam, ultram for left knee pain; use a walker and a cane to walk around for could walk a little bit but still had to drag the left leg; ice and elevate, steroid shots, cataflam, ultram for left knee swelling outcome: unknown for infection, lost the ability to do anything event taking care of herself; recovering for rest all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating intervention required and medically significant for infection, device malfunction; hospitalization for end stage osteoarthritis. Follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from non-health care professional. The report source type updated from spontaneous to spontaneous from health authority (FDA: mw5074689). Event device malfunction seriousness criteria updated from: important medical event to required intervention. Event verbatim updated from: could not put any weight on her left knee could not put any weight on her left knee/ unable to support weight. Additional events of lost the ability to do anything event taking care of herself and infection were added with details. Event verbatim updated from: drained fluid out of her left knee to drained fluid out of her left knee/ fluid accumulation and extraction; updated as serious event and corrective treatment updated. Event left knee swelling updated as serious event and corrective treatment updated. Clinical course was updated. Text amended accordingly. Additional information received on 02-oct-2018 from lawyer. Medical history of sinus problems added. Surgical history of hysterectomy, rectocele added. Family history of dementia added. Concomitant medication of omeprazole (prilosec [omeprazole]); metformin (metformin); amlodipine (amlodipine); glucosamine (glucosamine); anastrozole (anastrozole); latanoprost (latanoprost); calcium carbonate (tums [calcium carbonate]); and cucurbita pepo seed, glycine max (azo bladder control with go less) added. Event of increased pain added as symptom of left knee pain and corrective of ultram and cataflam added. Verbatim updated for could walk a little bit but still had to drag the left leg to could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating. Clinical course was updated. Text amended accordingly. Additional information was received on 20-feb-2019 from lawyer. Events of knee wound, fracture of upper end of left tibia, fell and end stage osteoarthritis were added. Corrective treatment of aspirin, dilaudid and toradol was added. Concomitant medications of hydrodiuril and colace were added. Medical history of drug allergy left knee arthroscopy, hyertension, cancer and diabetes mellitus were added. Medical history of vaccine of hepatitis b, hepatitis a, mmr, dtap, tdap and td vaccine, varicella vaccine and influenza vaccine were added. Verbatim of left knee pain was updated to left knee pain/ medial compartment tenderness. Events of left knee swelling, drained fluid out of her left knee/ fluid accumulation and extraction/knee was aspirated, left knee pain/ medial compartment and device malfunction were made symptom to infection. Lab reports were added. Clinical course updated. Text amended accordingly.

Event description:
Device malfunction [device malfunction] infection [joint infection] left knee swelling [swelling of l knee] drained fluid out of her left knee/ fluid accumulation and extraction/knee was aspirated [knee effusion] lost the ability to do anything event taking care of herself [activities of daily living impaired] could not put any weight on her left knee/ unable to support weight [weight bearing difficulty] could walk a little bit but still had to drag the left leg/diifucult to get around/diifuclty ambulating [difficulty in walking] could not stay asleep due to the pain' [poor quality sleep] the fluid was not clear and had a color to it [synovial fluid analysis abnormal] left knee pain [knee pain] ([condition aggravated]). Case narrative: based on additional information received on (B)(6)2018, report source type updated from spontaneous to spontaneous from health authority (FDA). This unsolicited legal case from united states was received on (B)(6)2017 from a patient. This case concerns a 75 year old female patient who received treatment with synvisc one and on the same day could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating, could not stay asleep due to the pain, had left knee pain, left knee swelling and drained fluid out of her left knee/ fluid accumulation and extraction after 11 days the fluid was not clear and had a color to it, lost the ability to do anything event taking care of herself (after unknown latency) and infection (after unknown latency). Also, device malfunction was identified for the reported lot number. No past drug was provided. Patient with a history of surgery in (B)(6)2017 to repair a left knee meniscus tear of left knee with partial medical and lateral meniscectomies and deb mfc, multiple time her left knee was drained of fluid after the knee surgery, hysterectomy, sinus problems, rectocele, dmii (type ii diabetes mellitus), high blood pressure, knee was swollen prior to the synvisc-one injection. Patient said she already was taking diclofenac 1 to 2 tablets tid (three time a day) since (B)(6)2017, omeprazole (prilosec [omeprazole]); metformin (metformin); amlodipine (amlodipine); glucosamine (glucosamine); anastrozole (anastrozole); latanoprost (latanoprost); calcium carbonate (tums [calcium carbonate]); and cucurbita pepo seed, glycine max (azo bladder control with go less). Patient had breast surgery prior and taking a pill (patient does not know the name of the pill) since (B)(6)2017 to prevent the breast cancer from coming back. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient said she got on the table and laid down, they disinfected the area, she said the physician felt around the left knee area and gave an unknown numbing medication into the skin. On (B)(6)2017, the patient-initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiry date: not reported) into her left knee to act as a cushioning substance in her knee. On the same day after receiving synvisc one injection patient said when she got off the table after the injection, she could not put any weight on her left knee. Patient said her was like it was locking up. Patient said when she got home, she could walk a little bit but still had to drag the left leg. Patient said the pain and the knee locking up started when they did the synvisc-one injection. It was stated that the knee was swollen prior to the synvisc-one injection but afterward it was swollen half the size of her right knee. Patient said her left knee had some puff out on each side of the knee. Patient said the physician told her to ice and elevate her left knee. Patient physician told her to keep taking it for the pain and inflammation. On -(B)(6)2017, patient reported with increased pain, swelling and complained it was difficult to get around. She was taking cataflam and was prescribed ultram for the pain and swelling. On (B)(6)2017, patient reported to the clinic again and complained of continued pain and swelling. Patient said, on (B)(6)2017, she was prescribed tramadol hydrochloride as needed to treat the pain. Patient said the left knee hurt everyday and night. Patient said she could not stay asleep due to the pain. Patient said she would normally get up at 1:00 am to go to the bathroom and she could not go back to sleep. Patient said on friday ((B)(6)2017), patient went back to the physician had he drained fluid out of her left knee. Patient said the fluid was not clear and had a color to it. Lab test results were performed the same day and revealed few wbc in the synovial fluid and fluid was cloudy. Patient said the physician prescribed sulfamethoxazole/trimethoprim (bactrim ds) one tablet orally bid (two times a day) for ten days and she started on it on saturday ((B)(6)2017). Patient said, on (B)(6)2017, was the first time she slept all night. She said, on (B)(6)2017, her left knee was not quite as swollen and her pain was going away, she stated that she still had swelling and difficulty ambulating. The lab culture results came out normal and no growth was noticed. Patient on a scale of 1 to 10 and 10 being the worse pain her pain was a 10. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient had no fever, but the left knee was hot to the touch all the time. No blood work was done. Culture was done and it did not show anything special in it. On (B)(6)2018, patient reported to the clinic again and stated that her pain and swelling were improving. Patient was well nourished and had good hygiene. It was reported that, patient had surgery back for a torn meniscus which led to fluid accumulation and swelling. Patient said she had fluid extraction thrice and two steroid shots. On an unknown date in 2017, the doctor placed cushion (injection) due to pain and fluid accumulation. According to patient, upon stepping off of the table after receiving the injection, she stumbled and her knees were unable to support her weight. The patient was decided to visit her doctor due to persistent pain. During that visit, another fluid extraction was done. It was reported that, she was then placed on antibiotic sulfamethoxazole/trimethoprim (bactrim) due to infection (on an unknown date in 2017, after unknown latency). Then on tuesday of 2017, reporter reported that she was contacted by the doctor nurse who informed her that the injection she received on 2017 was part of a batch that has been recalled by FDA for contamination. Reporter says the MFR of this device (injection) owes her for the misery and discomfort that she has and continues to live with. Reporter reported that, she had lost the ability to do anything even taking care of herself (on an unknown date in 2017, after unknown latency). Corrective treatment: sulfamethoxazole/trimethoprim (bactrim) for infection; not reported for lost the ability to do anything event taking care of herself, device malfunction; ice and elevate for could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg, left knee pain; sulfamethoxazole/trimethoprim (bactrim ds) and steroid shot for drained fluid out of her left knee/ fluid accumulation and extraction; diclofenac sodium (diclofenac) and tramadol hydrochloride (tramadol), cataflam, ultram for left knee pain; use a walker and a cane to walk around for could walk a little bit but still had to drag the left leg; ice and elevate, steroid shots, cataflam, ultram for left knee swelling outcome: unknown for infection, lost the ability to do anything event taking care of herself; recovering for rest all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction, drained fluid out of her left knee/ fluid accumulation and extraction and left knee swelling; important medical event for infection follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from non-health care professional. The report source type updated from spontaneous to spontaneous from health authority (FDA: mw5074689). Event device malfunction seriousness criteria updated from: important medical event to required intervention. Event verbatim updated from: could not put any weight on her left knee to could not put any weight on her left knee/ unable to support weight. Additional events of lost the ability to do anything event taking care of herself and infection were added with details. Event verbatim updated from: drained fluid out of her left knee to drained fluid out of her left knee/ fluid accumulation and extraction; updated as serious event and corrective treatment updated. Event left knee swelling updated as serious event and corrective treatment updated. Clinical course was updated. Text amended accordingly. Additional information received on 02-oct-2018. Medical history of sinus problems added. Surgical history of hysterectomy, rectocele added. Family history of dementia added. Concomitant medication of omeprazole (prilosec [omeprazole]); metformin (metformin); amlodipine (amlodipine); glucosamine (glucosamine); anastrozole (anastrozole); latanoprost (latanoprost); calcium carbonate (tums [calcium carbonate]); and cucurbita pepo seed, glycine max (azo bladder control with go less) added. Event of increased pain added as symptom of left knee pain and corrective of ultram and cataflam added. Verbatim updated for could walk a little bit but still had to drag the left leg to could walk a little bit but still had to drag the left leg/difficult to get around/difficulty ambulating. Clinical course was updated. Text amended accordingly.

Event description:
Based on additional information received on 27-feb- 2018, report source type updated from spontaneous to spontaneous from health authority (FDA). This unsolicited case from united states was received on 19-dec-2017 from a patient this case concerns a 75 year old female patient who received treatment with synvisc one and on the same day could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg, could not stay asleep due to the pain, had left knee pain, left knee swelling and drained fluid out of her left knee/ fluid accumulation and extraction after 11 days the fluid was not clear and had a color to it, lost the ability to do anything event taking care of herself (after unknown latency) and infection (after unknown latency). Also, device malfunction was identified for the reported lot number. No past drug was provided. Patient with a history of surgery in (B)(6) 2017 to repair a left knee meniscus tare, multiple time her left knee was drained of fluid after the knee surgery, dmii (type ii diabetes mellitus), high blood pressure, knee was swollen prior to the synvisc-one injection. Patient said she already was taking diclofenac 1 to 2 tablets tid (three time a day) since (B)(6) 2017. Patient had breast surgery prior and taking a pill (patient does not know the name of the pill) since (B)(6) 2017 to prevent the breast cancer from coming back. Patient had no allergy history: avian proteins, feathers, or egg products. Patient was able to bear weight before injection. Patient said she got on the table and laid down, they disinfected the area, she said the physician felt around the left knee area and gave an unknown numbing medication into the skin. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiry date: not reported) into her left knee to act as a cushioning substance in her knee. On the same day after receiving synvisc one injection patient said when she got off the table after the injection she could not put any weight on her left knee. Patient said her was like it was locking up. Patient said when she got home, she could walk a little bit but still had to drag the left leg. Patient said the pain and the knee locking up started when they did the synvisc-one injection. It was stated that the knee was swollen prior to the synvisc-one injection but afterward it was swollen half the size of her right knee. Patient said her left knee had some puff out on each side of the knee. Patient said the physician told her to ice and elevate her left knee. Patient physician told her to keep taking it for the pain and inflammation. Patient said, on (B)(6) 2017, she was prescribed tramadol hydrochloride as needed to treat the pain. Patient said the left knee hurt everyday and night. Patient said she could not stay asleep due to the pain. Patient said she would normally get up at 1:00 am to go to the bathroom and she could not go back to sleep. Patient said on friday ((B)(6) 2017), patient went back to the physician had he drained fluid out of her left knee. Patient said the fluid was not clear and had a color to it. Patient said the physician prescribed sulfamethoxazole/trimethoprim (bactrim ds) one tablet orally bid (two times a day) for ten days and she started on it on saturday ((B)(6) 2017). Patient said, on (B)(6) 2017, was the first time she slept all night. She said, on (B)(6) 2017, her left knee was not quite as swollen and her pain was going away. Patient on a scale of 1 to 10 and 10 being the worse pain her pain was a 10. Patient did not receive any other injection prior to treatment with synvisc or other hyaluronan products. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient had no fever, but the left knee was hot to the touch all the time. No blood work was done. Culture was done and it did not show anything special in it. Patient was well nourished and had good hygiene. It was reported that, patient had surgery back for a torn meniscus which led to fluid accumulation and swelling. Patient said she had fluid extraction thrice and two steroid shots. On an unknown date in 2017, the doctor placed cushion (injection) due to pain and fluid accumulation. According to patient, upon stepping off of the table after receiving the injection, she stumbled and her knees were unable to support her weight. The patient was decided to visit her doctor due to persistent pain. During that visit, another fluid extraction was done. It was reported that, she was then placed on antibiotic sulfamethoxazole/trimethoprim (bactrim) due to infection (on an unknown date in 2017, after unknown latency). Then on tuesday of 2017, reporter reported that she was contacted by the doctor nurse who informed her that the injection she received on 2017 was part of a batch that has been recalled by FDA for contamination. Reporter says the MFR of this device (injection) owes her for the misery and discomfort that she has and continues to live with. Reporter reported that, she had lost the ability to do anything even taking care of herself (on an unknown date in 2017, after unknown latency). Corrective treatment: sulfamethoxazole/trimethoprim (bactrim) for infection; not reported for lost the ability to do anything event taking care of herself, device malfunction; ice and elevate for could not put any weight on her left knee/ unable to support weight, could walk a little bit but still had to drag the left leg, left knee pain; sulfamethoxazole/trimethoprim (bactrim ds) and steroid shot for drained fluid out of her left knee/ fluid accumulation and extraction; diclofenac sodium (diclofenac) and tramadol hydrochloride (tramadol) for left knee pain; use a walker and a cane to walk around for could walk a little bit but still had to drag the left leg; ice and elevate, steroid shots for left knee swelling outcome: unknown for infection, lost the ability to do anything event taking care of herself; recovering for rest all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51461 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction, drained fluid out of her left knee/ fluid accumulation and extraction and left knee swelling; important medical event for infection follow up information was received on 15-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 27-feb-2018 from non-health care professional. The report source type updated from spontaneous to spontaneous from health authority (FDA: mw5074689). Event device malfunction seriousness criteria updated from: important medical event to required intervention. Event verbatim updated from: could not put any weight on her left knee to could not put any weight on her left knee/ unable to support weight. Additional events of lost the ability to do anything event taking care of herself and infection were added with details. Event verbatim updated from: drained fluid out of her left knee to drained fluid out of her left knee/ fluid accumulation and extraction; updated as serious event and corrective treatment updated. Event left knee swelling updated as serious event and corrective treatment updated. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 28-feb-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and later had infection, right knee pain and right knee swelling, knee effusion, difficulty walking and weight bearing difficulty. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.